Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer loaded cold insulin into the cartridge and did not perform the proper air removal techniques. Customer loaded a new cartridge to resolve the issue. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.